Event description:
The customer reported "no stator" error message during boot. No pt injury was reported.

Manufacturer narrative:
Customer plans to order replacement cable and complete repairs themselves.